Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no sample was returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. A batch review was performed for potentially associated lot numbers gd891101, gd890525, and gd899501 with no issues detected during the manufacturing process.

Event description:
Initially the customer contacted baxter technical service regarding a low drain volume alarm (ldv alarm) which occurred on the homechoice (hc) machine during peritoneal dialysis (pd) therapy. The technical service representative assisted the caregiver (cg) and there was no report of a serious injury or need for medical intervention at the time of the initial call. On (B)(6) 2012, baxter product surveillance contacted the care giver (cg) regarding the report of ldv alarm. The cg stated that the home patient (hp) had been in the hospital for peritonitis. The cg reported the hp went to the hospital on (B)(6) 2012 and was released (B)(6) 2012. The cg did not know if it was related to the pd therapy. There were no further details available at the time of this report. On (B)(6) 2012 baxter global pharmacovigilance (gpv) received additional follow up information from the hp's wife with supplemental information received from the patient's peritoneal dialysis nurse (pdn). On an unreported date the home patient (hp) began using dianeal 2.5% low calcium ultrabag and dianeal 2.5% low calcium single bag (doses and frequencies not reported) , intraperitoneally (ip) for pd therapy. Per the hp's wife, the hp went to the emergency room (ER) (no further details reported) on (B)(6) 2012 and at that time they found an infection. The patient was put into the hospital for 3 days. The dates of hospitalization were clarified to be (B)(6) 2012 (admitted) and (B)(6) 2012 (discharged). Treatment was not reported. Pd therapy was ongoing. At the time of this report it was reported that the patient had recovered from the event of peritonitis. The pdn reported that the cause of the peritonitis was not related to a baxter device or solution. The pdn declined any further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.